Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2021, during hospitalization after implantation of the pacing system, on (B)(6) 2021, pus was found in the pacemaker pocket and infection was suspected. The pacing system was explanted and discarded. The patient is being treated with temporary pacing and antibiotics. A new pacing system will be implanted.